Event description:
The pt, a type 2 diabetic, obtained a glucose value of 53 mg/dl at 7:00 am on the day of the event. The pt called 911 and was taken to the hosp. An IV was administered at the hosp and approx 1 hour later, the pt's glucose level was 176 mg/dl. The pt was released from the hosp approx 1/2 hour later. Approx 1 week after the event, the pt phoned the monitor MFR because pt continued to obtain glucose levels that were lower then expected.